Manufacturer narrative:
(B)(4).

Event description:
The patient reported to his surgeon's office after reported swelling and reports of having his knee become unstable and buckling on him. The patient also reported the knee began to lock up as well as having reported pain after prolonged standing. Numbness was also reported in his toes on some mornings. On (B)(6) 2016 the patient reported to the hospital for a surgical procedure of polyethylene exchange of his left knee arthroplasty.